Event description:
The customer reported to siemens that they obtained erroneously elevated lipase (lip) results on two (2) patient samples on a dimension exl with lm system. The erroneously elevated results were reported to the physician(s), and the results were questioned. New samples were drawn from the same patients and processed on the original dimension exl with lm system. Lower results were obtained, considered correct, and reported. For the second patient, another new sample was drawn and processed on the original dimension exl with lm system. A lower result was obtained, considered correct, and reported. The customer stated that the patients were admitted to the hospital based on the erroneously elevated lip results. No treatment was given or delayed and the patients were discharged from the hospital without any harm. There are no known reports of adverse health consequences due to the erroneously elevated lipase (lip) results.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously elevated lipase (lip) results on two (2) patient samples obtained on a dimension exl with lm system. Siemens is investigating the event. The customer also obtained erroneously elevated lipase (lip) results on the same two (2) patient samples when the samples were reprocessed on (B)(6) 2024 on the original dimension exl with lm system. An additional MDR was filed for this event.

Manufacturer narrative:
Additional information (19-aug-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. Quality control (qc) recovery was within the customer¿s expected ranges and the calibration was acceptable. The review of the instrument data indicated dirty windows. The customer stated there were no additional issues observed with the lipase (lip) patient samples. Based on the available information, the cause of the event is unknown. The customer is operational. The device is performing according to specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2024-00146 was filed on 15-may-2024. Initial MDR 2517506-2024-00147 was filed on 15-may-2024 for the event that occurred on 23-apr-2024. Supplemental MDR 2517506-2024-00147 supplement 1 was filed for the event that occurred on 23-apr-2024.